Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received

Event description:
It was reported that a patient's left ventricular lead exhibited high lead impedance and thresholds. A fracture was also noted. The lead was explanted and replaced.